Event description:
It was reported that the receive unit and it was leaking out of the box. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: primary UDI number: correction. D9: date returned to mfg.: 6/26/2024. H3 and h6. Codes: updated. Device evaluation: customer reported issue that the unit leaked was unable to be confirmed. The device was tested for several hours using multiple temperature checks and disposables without any leaking. Without any problems the device passed all function testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.